Manufacturer narrative:
Analysis of the pump found that there was high resistance in the battery. (B)(4). Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000mcg/ml at 11mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. It was reported that the patient was taken to ER (emergency room) and the patient had tachycardia and increased spasticity. The symptoms started at the beginning of yesterday(B)(6) 2017 and got progressively worse. After the pump was interrogated they saw error messages. The error messages were reset occurred and safe state occurred. Device troubleshooting was reviewed and the company representative would follow up with the healthcare provider. It was also noted that prior to the pump defaulting to minimum rate, the pump had been delivering 859mcg/day. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 29-jun-2017 and it was reported that the pump was replaced last night ((B)(6) 2017) and the patient was experiencing complications from the pump replacement surgery. The managing physician stated that the patient possibly aspirated, but they were unsure if this was before, during, or after the surgery. The cause for the pump reset and safe state were unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.